Event description:
The complainant reported while loading the cot with a patient loaded, the power feature allegedly did not function and the manual release was unutilized to continue the transport. There were no reports of injury to the patient; however, two medics are alleging back injuries and sought therapy and light duty, as a result.

Manufacturer narrative:
The stretcher was returned to manufacturer for evaluation. A visual and functional evaluation was conducted and it was discovered a connector on the pcb board was damaged. It could not be determined what caused the damage. The pcb board was replaced and the stretcher was returned to the customer. No additional information has been provided regarding the alleged medic injuries.

Event description:
The complainant reported while loading the cot with a patient loaded, the power feature allegedly did not function and the manual release was utilized to continue the transport. There were no reports of injury for the patient; however, two medics are alleging back injuries and sought therapy and light duty, as a result.